Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip labral repair surgery the handle of the device didn`t allow part ar-6590dt to slide down inside it. The obturator was not adjustable and as a result it was not usable to insert the trim it cannula. No part of the device broke. The surgeon had to insert the trim-it cannula by hand over a switching stick after making a larger capsulotomy. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 17-jan-2022: it was confirmed that a larger incision had to be made in the capsule.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip labral repair surgery the handle of the device didn`t allow part ar-6590dt to slide down inside it. The obturator was not adjustable and as a result it was not usable to insert the trim it cannula. No part of the device broke. The surgeon had to insert the trim-it cannula by hand over a switching stick after making a larger capsulotomy. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 17-jan-2022: it was confirmed that a larger incision had to be made in the capsule.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-6590dh handle and concomitant ar-6590dt were received for investigation. Functional testing identified that the obturator was unable to fully slide through the ar-6590dh handle.